Manufacturer narrative:
Additional information: g3, h3, h6. Based on the information provided, which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude the most likely cause. The most likely cause for the reported failure can be attributed to wear and tear of the device. The complaint allegation was not confirmed as the device was not received for evaluation, and no evidence of the failure was provided.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 04/02/2025, a sales representative reported via (B)(6) that an ar-8950jd mini joint distractor stopped working. This occurred in a case on (B)(6) 2025, when the ratcheting mechanism on the device stopped working. A different distractor was brought in to complete the case. No adverse reactions to the patient occurred.